Manufacturer narrative:
The returned product was a 8mmx38mmx80cm icast stent. The 8mmx38mmx80cm icast stent was removed and examined. The stent and catheter were present. The stent was not on the catheter. The stent had a rather significant bend to it that was located in the second cell of the stent. Both ends of the stent were crushed to a certain degree. The balloon contained a very small amount of contrast media and appeared to have been pulled open rather than inflated. The balloon showed the witness marks of a properly crimped stent. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7french cordis sheath. With no additional procedural details, catheter, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause. Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the devices in question.

Event description:
The stent came off the balloon. Targeted the left common iliac.